Event description:
Caller indicated the glucocard 01 meter was producing variable readings. About a week ago, she got readings of 24 - 249 - 39 back to back. Caller did not want to give much information. She is older lady and mostly blind - not sure if the numbers are correct. She was not sure of date of incident but thought it was (B)(6). Late morning of date in question, she took a blood test and got a 24. Knowing that was very low, she took a second test from same finger but says she used a new lancet and different poke and she got 249. Thinking that could not be right, she took a 3rd test on the same finger, different area, new lancet and got 39. She has had same meter for about 2 years. She said has changed battery but is still getting variable readings. Meter worked fine till about 3 weeks ago. Has stress but otherwise nothing has changed as far as meds, exercise and diet. No oxygen therapy. Technique seems good except uses hand sanitizer so that may be a problem. She uses the same finger for back to back tests but changes lancet and pokes new location. Finger testing only. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.